Event description:
Dissection occurred in the location that matched the balloon position at the junction of the distal cervical internal carotic artery and the vertical petrous. This required intervention to treat the dissection. A stent was deployed and the condition was resolve. The patient was reported as "doing well." The device was noted as performing as expected. It was reported that the volume used to inflate the balloon was not measured. Maximum inflation volume is defined in the instructions for use.